Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the bottom. Reportedly, the customer filled the cartridge with 500 units. The customer's blood glucose level was not impacted and a new cartridge was able to be loaded.